Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and dso (downstream occlusion sensor) seal was bubbled. The customer stated problem was not confirmed. Device was able to pass functional tests, however error was found in the device ehl (event history log) to have happened. Replaced the dso sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed alarm downstream occlusion/cassette not attached during bench testing. No patient involvement was reported.

Event description:
It was reported the device displayed alarm downstream occlusion/cassette not attached during bench testing. No patient involvement was reported.

Manufacturer narrative:
Other text: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the (B)(6)tampered seal label was missing and dso (downstream occlusion sensor) seal was bubbled. The customer stated problem was not confirmed. Device was able to pass functional tests, however error was found in the device ehl (event history log) to have happened. Replaced the dso sensor for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.